Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient required an external ventricular drain (evd), and the drain that was used was defective causing an issue with the patient. The healthcare professional (hcp) stated they received the device from an affiliated hospital in which was cracked. The patient lost 100 milliliters of cerebrospinal fluid. As a result, the patient received a shunt. The hcp conveyed the patient was doing ok at this time.